Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported a patient was implanted with click'x construct at l4-l5. The patient reportedly fell 4 months post operative. The rods appeared to be loose and after exposure it was confirmed that the rod on the left and on the right were not locked down into the screw heads. The rod was mobile in the screw heads below the locking caps. The construct was removed. Stability of plif level, l4-l5, was evaluated and replacement of the screws was considered not necessary at this point in time. This report is #2 of 6 for the same event.